Event description:
A customer reported the sys could not build vacuum and was not aspirating in any mode. There was no pt harm reported. Add'l info was attempted to be retrieved on three separate occasions, but none has been received.

Manufacturer narrative:
No samples were received for eval and no lot number was identified with this complaint; therefore, the mfg device history record for this complaint could not be reviewed. The age and condition of the handpiece is unk. The complaint info does not indicate the device that was attached to the handpiece. The root cause is unk. All threaded handpieces are 100% tested for a good functional performance by trained operators during mfg. Cleaning instruction in the directions for use info must be performed to insure continuously good function of the handpiece. (B)(4).